Event description:
A patient with a history of coronary artery disease and with 2 stents placed in the past, and multiple recent hospitalizations for chf,congestive heart failure, was admitted for revascularization of the left anterior descending artery. Patient underwent placement of 3 drug-eluting stents with good results. When the patient arrived back on the telemetry unit, the patient developed chest pain, acute hypertension, and had coded and brought back to the cath lab. Iabp, intra aortic balloon pump, and temporary pacemaker were placed, and angiography revealed a totally occluded left anterior descending artery right of the ostium. This was re-angioplastied but the patient could not be revived and had died.